Manufacturer narrative:
In 2007: the field service engineering was unable to duplicate the customer's reported issue. The root cause of the customer's difficulties were not identified. On 3/26/07: the field service engineer placed a follow up visit to this account to monitor a case. The customer reported issue was not duplicated and the root cause of the customers difficulties were not identified. As of 4/23/07, there have been no reported recurrences of the issue at this hosp.